Event description:
It has been reported to philips that both the small and large focus of the tube failed. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted. The philips field service engineer (fse) performed an onsite inspection to troubleshoot the problem. Upon reviewing the system log, the fse found that the small focus was available for use. Further diagnosis involved measuring the inductance between pins 1-2 and 2-3 of the o-3 ht (high tension) plug. Both measurements yielded values of approximately 7.5 mh(millihenry), indicating that the tube's small and large focus were open, confirming the defect. To resolve the issue, the fse replaced the x-ray tube, restoring the system's functionality. The defective x-ray tube was returned to philips for further analysis, which revealed that both filaments had worn out. Following the replacement, the system was returned to service and is now functioning normally. The codes were updated based on the investigation outcome.